Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Multiple manufacturers were referenced in the article, but with no manufacturer device/product failure correlation. The gender of the baseline characteristics is male and the baseline age is 56 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿influence of left atrial size on the outcome of pulmonary vein isolation in patients with atrial fibrillation.¿ kardiologia polska 2014; 72, 11: 1135¿1140. (B)(4)

Event description:
A journal article was reviewed that contained information regarding an ablation catheter. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article reports that there were the following complications during the ablation procedures: one patient had cardiac perforation and subsequent cardiac tamponade and one patient experienced a cerebral stroke 14 months after the procedure. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.